Manufacturer narrative:
The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ syringe had a sterility packaging breach, had a broken connection, was missing the black plunger stopper, and was missing the printed scale on the barrel. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned photos of 1/2cc syringes. Customer states that the plastipak seams are unsealed at the bottom, the syringe was broken at the neck, the rubber plunger was missing and on one syringe, the scale markings were missing. The photos were examined and did not exhibit any packaging. However, the photos exhibited a syringe with a missing stopper, a broken barrel tip, and no scale markings printed on the barrel. CAPA 162566 was initiated to address scale issues at this time. Unable to perform DHR check for open package/seal (blister) - needle hub separates, stopper missing and scale marking missing due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check for open package/seal (blister) - needle hub separates, stopper missing and scale marking missing due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing stopper, broken barrel tip, missing scale) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (open seal). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time.

Event description:
It was reported that an unspecified bd¿ syringe had a sterility packaging breach, had a broken connection, was missing the black plunger stopper, and was missing the printed scale on the barrel. No serious injury or medical intervention was reported.